Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose of 40 mg/dl and treated with food. Customer was using the insulin pump within 48 hours of reported event. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Caller alleges that the insulin pump was over delivering insulin and delivering bolus without programming. Troubleshooting was performed and caller reported that reservoir was showing the same amount of insulin that was shown on the status screen. Insulin pump also received a pump error alarm and was able to clear alarm. Insulin pump did not pass self-test. Insulin pump is expected to return for failure analysis.